Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. Device was used for treatment, not diagnosis. Additional information stating no adverse effect on the patient.

Event description:
Service and repair report states that during an l4-s1 tlif surgery there was a metal shaving from a removed screw that stuck the scrub tech during the synthes spine matrix screw system procedure. No additional information available.

Event description:
This event occured during surgery, with no adverse effect on the patient.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.